Event description:
It was reported that during use with the paxgene® blood ccfdna tube, there poor yield of ccfdna due to genomic dna contamination. This occurred an unspecified number of times over the past year. There was no report of patient impact.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: d4. Medical device lot #: 2020649 d4. Medical device expiration date: 30-jun-2023 h4. Device manufacture date: 20-jan-2022 d4. Medical device lot #: 2111720 d4. Medical device expiration date: 30-sep-2023 h4. Device manufacture date: 21-apr-2022 d4. Medical device lot #: 2307888 d4. Medical device expiration date: 29-feb-2024 h4. Device manufacture date: 03-nov-2022 d4. Medical device lot #: 3012269 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 12-jan-2023 d4. Medical device lot #: 3167402 d4. Medical device expiration date: 30-sep-2024 h4. Device manufacture date: 21-aug-2023 d4. Medical device lot #: 3201947 d4. Medical device expiration date: 31-dec-2024 h4. Device manufacture date: 21-aug-2023 d4. Medical device lot #: 3201950 d4. Medical device expiration date: 28-feb-2025 h4. Device manufacture date: 21-aug-2023 d4. Medical device lot #: 3305463 d4. Medical device expiration date: 31-mar-2025 h4. Device manufacture date: 01-nov-2023. H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for low yield with the incident lot was not observed. Additionally, (B)(4) retention samples from each lot of bd inventory were evaluated by visual examination and no issues were observed relating to low yield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low yield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.